Event description:
Baxter reported that a uv-flash transfer set separated from the titanium adapter after 120 days of use. At a hospital, a nurse reconnected the titanium adapter with the uv-flash transfer set. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Evaluation summary: the customer reported condition of a separated uv-flash transfer set from the titanium adapter was not confirmed in the lab. There were no visual defects on the uv-flash transfer set. A titanium adapter was hand tightened to uv-flash transfer set without difficulty and tested under water at 8psi with no leaks or issues noted.